Event description:
Manufacturer received a "patient death follow-up form" for a vns patient. Their death was not related to their vns therapy. The form that was completed was sent back to the manufacturer with lab work for the patient, prior to her death. Upon reviewing this information, it was noted that the patient's depression was worse on (B) (6) 2008 and that blood work performed on (B) (6) 2008 had indicated low levels of thyroid hormone. It is not known if the patient's reported depression was above their pre vns rates and the relationship to their vns therapy. Good faith attempts have been made for additional details.